Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (compression), patient's condition affected effectiveness of device (anatomy related; calcified shelf in the aorta). Conclusion: known inherent risk of a procedure (compression), device failure/lack of effectiveness related to patient condition (anatomy related; calcified shelf in the aorta).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm in diameter abdominal aortic an eurysm. The proximal neck was 18-26 mm in diameter and 23 mm in length. The left common iliac artery was 9-13-10-12 mm in diameter and the right common iliac artery was 8.5-11-15-18 mm in diameter. The right and left external iliac arteries measured 8.5 mm in diameter. There was moderate calcification in the right and left iliac arteries. It was reported that during implant there were no device issues however, the patient had a calcified shelf in the aorta that made cannulation very difficult. After deploying the stent grafts and using expanding balloons, there remained an impressive ¿shelf¿ or narrowing in the contralateral limb, in the area of the calcified shelf. The physician decided to place another manufacturer¿s stent in the left limb, just below the gate, and post dilate it with a balloon which worked great and the lumen was vastly improved. No additional clinical sequelae were reported and the patient is fine.